Manufacturer narrative:
Patient weight: information unknown/not provided. Ethnicity: information unknown/not provided. The device was not returned for analysis as the lens was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to extremely poor contrast sensitivity and visual disturbances. The lens was discarded. There was no patient injury and no other medical/surgical intervention required. A non-johnson & johnson lens was implanted as a replacement. The patient status post-operatively is 20/50 +2 j3. No further information is available.